Event description:
Consumer initially called for assistance with setting time/date and performing a blood test. During the call, a blood test was performed by the customer fasting and produced test result of 48mg/dl using true metrix meter; customer was not satisfied with the result obtained. Customer was also concerned with low blood glucose test results in the meter memory of 70, 54 and 55mg/dl. The customer¿s expected fasting blood glucose test result is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that when he had obtained the low results he ate some graham crackers and drank milk. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer fasting and produced test result of 175mg/dl using true metrix meter; customer was satisfied with the result obtained. The test strip lot manufacturer¿s expiration date is 03/31/2023 and test strips were opened a few days prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 27-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 03-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value.